Manufacturer narrative:
Additional information was received from a patient profile form was received and indicated that there was perforation of the filter strut (s) outside of the inferior vena cava (ivc). There was also a CT venogram which identified unspecified information. There was a removal attempt during which the device fractured within the patient. The fractures pieces were removed percutaneously. The patient has mental anguish and fears that possible pieces of t he filter remain within his body. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient had filter placement following a deep venous thrombosis and pulmonary embolism. The patient was post-operative and was unable to be anticoagulated. The trapease filter was deployed in the infernal position. Post placement film demonstrated good position. He remained on anticoagulation 8 years later. Imaging studies had identified fracture of struts of this filter and he was referred for removal of the device. Fluoroscopy confirmed complete extraction of the filter, the filter was examined, and all 6 main lateral struts were present. There were 2 fractured struts. A post-removal venacavogram was performed and this demonstrated a patent inferior vena cava with no evidence of contrast extravasation. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient had filter placement following deep venous thrombosis and pulmonary embolism. The patient was post-operative and was unable to be anticoagulated. The trapease filter was deployed in the infernal position. Post placement film demonstrated good position. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the ivc filter. Per the patient profile form (ppf), there was perforation of the filter strut (s) outside of the inferior vena cava (ivc). There was also a CT venogram which identified unspecified information. There was a removal attempt during which the device fractured within the patient. The fractures pieces were removed percutaneously. The patient remained on anticoagulation 8 years later. Imaging studies 8 years later had identified fracture of struts of this filter and he was referred for removal of the device. Fluoroscopy confirmed complete extraction of the filter, the filter was examined, and all 6 main lateral struts were present. There were 2 fractured struts. A post-removal venacavogram was performed and this demonstrated a patent inferior vena cava with no evidence of contrast extravasation. The patient has anxiety. The filter in unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc ; however, and maybe related to the filter fracture. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.